Event description:
Boston scientific received information that one shock impedance measurement of zero ohms (0 ohms) was observed. Electromagnetic interference (emi) was suspected and was deemed an anomaly. Subsequent measurements were within acceptable limits. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.